Manufacturer narrative:
The device was returned to olympus for evaluation and could not replicate the reported issue. The device met all inspection criteria. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high flow insufflation unit had failed during the first test and was unable to maintain pressure. The issue was found during maintenance and there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. H4 has been updated and a finding that was inadvertently left out of the previous medwatch is also being corrected below. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event could not be determined. In addition to the reported event not being confirmed, there was a reportable malfunction found during evaluation where the device logged one e03-excessive pressure error. Olympus will continue to monitor the field performance of this device.